Event description:
In 2000, a pt that was quite ill with a left renal cell carcinoma, atrial fibrillation, and congestive heart failure was selected for implant of a 26mm diameter x 16.5cm length medtronic ave aneurx bifurcated stent graft. The pt was considered a high-risk surgical candidate due to pt's extensive medical problems. The abdominal aortic aneurysm was located at the infrarenal aorta and was 9cm (which is very large) in diameter. Prior to insertion of the stent graft delivery system, an iliac stenosis was predilated with an 8mm percutaneous angioplasty balloon with good results to facilitate insertion of the stent graft. Upon insertion of the stent graft system into the suprarenal aorta, the pt became hemodynamically unstable, and "it became clear that the pt probably had a rupture of pt's massive abdominal aortic aneurysm." The stent graft was then deployed, however, the pt remained unstable. It was then noted that the stent graft was not properly seated in the infrarenal aorta and had "drfited down into the aneurysm itself." An extender cuff was then placed at the superior border of the bifurcated stent graft, which did not seal the proximal aorta to the bifurcated graft as intended. The surgeon then elected to create an exclusion of the right iliac artery and the aneurysm by constructing an aorto-left-uniiliac graft. This was accomplished by placing 3 additional extender cuffs and 2 iliac stent grafts within the bifurcated stent graft and left iliac artery. The pt then underwent a left-to-right femoral-femoral bypass surgery. The vascular procedure was considered successful, however, the pt remained intubated and was transferred to the intensive care unit. It is not known if the pt remained in the hosp or was discharged when pt expired from metastatic carcinoma in 2000.